Manufacturer narrative:
(B)(4). The device was discarded. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell 6 on the homechoice (hc). The patient was connected to the machine and had not disconnect any time prior to the alarm. Home patient (hp) stated all bags were properly spiked and connected. No extension lines were used. When checking the lines and bags, the hp found one of the unused clamps open. The hp would inform renal nurse of the missed therapy. No patient injury or medical intervention was reported.